Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited error e433 on display due to defective high voltage power supply (hvps) board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of the hvps board. The cause of failure is an electrical/electronic component problem; however, the root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.